Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have a damaged conductor wire insulation. The conductor wire insulation was damaged with the bare wire exposed. There were missing pieces of the damaged insulation not returned with the instrument. The missing piece measured approximately 0.050" - 0.073". The root cause is attributed to component failure. Additionally, the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The grips were then manipulated while connected to the multimeter, and the resistance was noted to fluctuate as the grips were being manipulated. This is a sign that the conductor wire is broken at the grip-crimp location. This is attributed to a component failure. In addition, the instrument was found to have various scratch marks on the main tube. The scratch marks were 0.111¿ - 0.044¿ in length and not aligned with the tube axis. The root cause of the ¿scratch marks/abrasions instrument main tube¿ is typically attributed to mishandling/misuse. A review of the instrument logs showed the maryland bipolar forceps instrument (part# 470172-16 / lot# n10210712-0045) was last used on 09-june-2022 during a procedure with system sk3925. The maryland bipolar forceps instrument had 3 uses remaining. Images of the maryland bipolar forceps instrument related to this event were received and reviewed. The image confirmed that the conductor wire insulation was damaged with the bare wire exposed. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: an instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Furthermore, there was evidence of missing pieces from the distal end of the instrument. The missing pieces could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer discovered that the maryland bipolar forceps instrument steel wire was broken. There was no report of any fragments falling inside the patient. The customer replaced the maryland bipolar forceps instrument and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was dissecting tissue at the time of the event. No arcing and instrument collision were observed during the procedure. No fragments fell inside the patient. It was confirmed there was no patient harm, injury or adverse outcome. A video recording of the procedure is not available, but an image of the instrument damage was provided.